Event description:
A us distributor returned monitor sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The inability to power on was due to a misdirected pulse that thermally damaged components u8 and u11 and shorted q12 and q17 on the monitor defibrillator board. The misdirected pulse also thermally damaged u602 and shorted u1003 on the monitor defibrillator board. The root cause of the misdirected pulse could not be positively identified. No adverse event resulted from the defective monitor.